Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged black particles in tubing/chamber. Patient alleged having upper respiratory problem, sinus infection and taking steroids and antibiotic. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap,and mechanical ventilator devices. The manufacturer previously received information alleging black particles in tubing/chamber. Patient alleged having upper respiratory problem, sinus infection and taking steroids and antibiotic related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed.

Manufacturer narrative:
The manufacturer was initially contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging black particles in tubing/chamber. Patient alleged having upper respiratory problem, sinus infection and taking steroids and antibiotic related to a CPAP device's sound abatement foam. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection of the device was completed by the manufacturer and found no contamination. An internal visual inspection was completed by the manufacturer and found unknown white and black contamination (dust-like), inconsistent with degraded sound abatement foam, at the air inlet of the blower box. Light dust-like contamination on top of the blower motor and the blower motor seal. Black contamination, consistent with keratin, at the air outlet of the blower box. Tiny unknown black and white specks of contamination on the bottom the blower box. Also, a tiny piece of potential hair or fiber in the bottom of the blower box. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found no "errors". The manufacturer concludes the device has contamination consistent with water ingress. There was no evidence of sound abatement foam degradation.